Manufacturer narrative:
Product not yet returned. Follow-up will be provided upon completion of evaluation.

Manufacturer narrative:
Investigation results: mfg. Lot #978715-5 based on the information provided by the customer, no specific root cause can be determined. When a fracture of and encode zirconia abutment is observed above the seating surface of the abutment, the root cause of the fracture may be related to the design of the screw access hole.

Event description:
Fractured zirconia abutment. No patient injury.